Event description:
It was reported that the health care professional (hcp) requested assistance programming magnetic resonance imaging (MRI) protection mode for this pacemaker. Technical services (ts) noted this would not be a conditional scan as the right ventricular (rv) lead impedance was high out of range measuring greater than 3000 ohms. The hcp will follow up with cardiology to confirm non MRI conditional scan. This pacemaker system remains in service. No adverse patient effects were reported.